Event description:
Patient underwent rf ablation procedure in 2007. A deep vein thrombus extension was detected in the left greater saphenous vein upon 48-hour patient follow-up.

Manufacturer narrative:
No malfunction was reported. The product was not returned.